Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine check. During the lv capture test it was noted that the lv lead had some noise. The noise was reproducible with isometrics. The lead test fine electrically and no other anomalies were detected. Lead revision will be discussed with the physician. Further information notes that there has not been a lead revision at the time. No patient symptoms were reported. Lead remains implanted.